Event description:
It was reported that the device was explanted after an implant duration of approximately 54.8 months, due to unknown reasons. No further details were provided.

Manufacturer narrative:
The sample was discarded, and not available for evaluation.

Manufacturer narrative:
Additional information obtained indicates a cell count had also been done in 2009 showing a white blood cell count of 15 and clear peritoneal dialysis effluent. It was also indicated that when the patient went to the hospital about 2 weeks later, the patient had cloudy effluent. The patient was admitted, treated for the peritonitis, and was discharged from the hospital 4 days later, and was reported to be doing better. No further information is available.

Event description:
Based on a report of a transfer set disconnection made during a patient call to baxter's technical service center in 2009, product surveillance contacted the home patient (hp) the following month. During the follow-up call with the hp regarding the transfer set becoming undone from the patient line, the hp stated that she did notify her nurse about her reconnecting the lines, and they instructed her to go in the clinic the next day. The hp stated that they changed her transfer set and does not know if the nurse had a sample available. The hp stated that the transfer set became disconnected because she had the lines all hooked up on the table and when she got up, the connection became undone. The hp stated that other than that, therapy is going well. The writer contacted the nurse the same day, and she stated that she was aware of the separation between the transfer set and the patient line but did not know what caused the separation and stated that she had already discarded the transfer set sample and does not have the lot number available. The nurse stated that she thinks that the hp did not securely tighten the connection between the transfer set and the patient line, which may be the reason why it was disconnected in the first place. The nurse stated that she gave the hp prophylactic antibiotics consisting of vancomycin and fortaz and the hp did not have an infection at that time; however, about a week and a half later, the hp went to the emergency room (ER) and was admitted the next day for bacterial peritonitis. The nurse stated that the peritonitis is not related to the disconnection because the hp would have had an infection sooner. The nurse stated that the hp has a medical history of end state renal disease (esrd), diabetes, heart disease and heart attack. The peritonitis began when the hp went to the emergency room (ER) late that night and was admitted the next day. The nurse stated that currently, the hp is being treated with ancef and reported that the cause of the peritonitis was unknown. It was indicated that the transfer set involved in this incident was placed on the patient six months prior to event. The nurse stated that other than the peritonitis, the hp is doing fine and continuing with therapy.